Manufacturer narrative:
(B)(4).

Event description:
The device manufacturer¿s representative (rep) reported there was an infection at the lead site. There was drainage. The rep stated the patient had a trial lead pulled today at the end of the trial. There was pus at the lead entry site when the leads were removed. The rep heard from a colleague that the patient had presented to the e.r. With nausea, the rep didn¿t know what day. The patient was up late one night this weekend with not feeling well, the exact day was not known. The rep has not seen the patient, only heard of this event through nurse at the health care professional¿s (hcp) office. The patient did have a good trial otherwise. The patient was put on antibiotics. There was an infection at the lead site. The patient started the trial on (B)(6) 2015. It was unknown when the rep became aware of the infection; the reporting rep was notified on the day of this report. Additional information received from the rep stated he spoke with the patient saturday morning and she complained of lightheadedness and nausea. The rep advised her if she didn¿t feel better by 2 or 3 that day, she should call the on call hcp and make them aware and ask for advice on what she should do. The patient did not comply with that request. On sunday afternoon the rep spoke with the patient and she was at the e.r. With the same symptoms. It was reported to the hcp. Later in the day, the rep spoke with the patient again and she stated the ER doctor thought it had to do with her thyroid and a new medication she was on and that her lead site looked okay and did not investigate further. Per an rn at the hcp¿s office, at the lead pull the patient still felt and looked terrible. There was a large amount of thick puss present and she was sent home on antibiotics. The rep tried to call the patient on (B)(6) 2015 and left a voicemail. Additional information stated the hcp office sent the patient for an MRI and saw 1.2 cm fluid collection in the epidural space. The plan was to treat with current antibiotic and recheck the patient next week. The puss like fluid at the lead pull was not cultured. The hcp had to go in and clean out the wound the other day. The patient reportedly was feeling much better afterwards. Cultures were obtained and are negative so far. If additional information is received, a supplemental report will be submitted.